Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life and voltage fluctuations. The battery compartment was observed to be cracked, with no evidence of moisture inside. There was no visible damage found to the battery cap. The battery cap was able to fully secure onto the pump. The pump powers on with the returned battery cap. The electrical current draws were not within specifications due to internal moisture damage. The leak test failed due to a cracked pump case. The pump was opened and moisture was observed on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage/moist) issue. The reporter alleged that there was evidence of moisture behind the display lens and that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.